Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had the implantable neurostimulator (ins) implanted on the right side of her chest due to "issues with other areas of the body." Additional information received reported that ins site pain necessitated a revision of the device.

Manufacturer narrative:
Product ID 3998 lot# v006937, implanted: 2006 (B)(6), product type lead; product ID 37754 lot# serial# (B)(4), product type recharger; product ID 37744 lot# serial# (B)(4), implanted: 2012 (B)(6), product type programmer, patient; product ID 3708240 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension; product ID 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension; product ID 3550-29 lot# n311353, implanted: 2012 (B)(6), product type accessory. (B)(4).